Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: it was reported three 560 ventilators did not function normally due to water entering the unit while in use in a home. A fisher and paykel (f&p) 850 active humidifier and a f&p double heated circuit were in use with the ventilator. There was no patient injury reported. Investigation by (B)(6) service personnel identified the water was a result of condensation from temperature variation between the room and the exhaled gas within the circuit. The ventilator does not regulate humidifier function or respond to condensation caused by the temperature variations, therefore, the ventilator functioned as intended. The instructions for use includes text indicating when a humidification device is used and any moisture is noticed in the patient circuit, the wet circuit components need to be replaced with dry ones. The IFU also instructs that water traps, should be used, if necessary, to limit water in the patient circuit and be periodically emptied. Additionally, the customer was provided recommendations to help minimize the impact of condensation, including use of a single-limb circuit and hydrophobic filters as well as collaborating with f&p on ways to reduce condensation buildup. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Device code: 2986. Patient code: 4582. Reference report: mw5181180.